Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the clip applier would not release the clips once engaged. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi followed up with the initial reporter and obtained the following additional information: the incident occurred during the first use of the clip applier while the surgeon attempted to clamp on a vessel or tissue bundle and when releasing the clip. The issue was resolved by using a replacement clip applier.